Event description:
It was reported that, during a training/demo, the clinical sales representative (csr) contacted technical support after observing multiple errors on the single port (sp) system related to patient side manipulator (psm2). A stapler became stuck after remaining clamped for an extended period, and standard unclamping procedures were unsuccessful (reported under a separate record). Technical support reviewed the system logs and identified an issue related to an axis on psm2. It was not possible to unclamp the stapler via the surgeon side console (ssc). The technical support engineer (tse) identified errors pointing to axis 4 on psm2 and advised removal of the stapler using the emergency release, followed by a system restart using the emergency power-off (epo) and circuit breaker (cb). Following the restart, the error immediately reoccurred, even with no instruments installed. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: I was at the congress when the mistake occurred. The stapler could be detached via emergency release and error messages continued to occur during the further restarts. The fse determined the next day that the error was caused by the surgeon console. By replacing the sp console, the system could be used again.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm2) and master tool manipulator (mtm2) due to error 23027. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the psm2 or mtm2 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.